Event description:
This occurrence is one of four patients that had four false positive pregnancy results when the urine pregnancy test kit was used. The serum pregnancy test was negative. The occurrence for these patients was over a course of a few days. All patients received sonograms as a result of the false positive test. The MFR was contacted and area hospitals were called to see if they were experiencing similar problems. The MFR sent a different lot to the facility, and again the urine pregnancy test kit gave four false positive results for the same initial samples. The MFR then sent another lot that was received today. The test kit was retested on the initial sample and it worked.